Event description:
It was reported patient had revision of left knee due to infected joint.

Manufacturer narrative:
Additional devices listed in this report: cat # 5510f501, lot # unknown, description: triathlon cr fem comp #5 l-cem. Cat # 5520b500, lot # unknown, description: triathlon prim cem fxd bplt #5. Cat # 5551l350, lot # unknown, description: triathlon asym patella a35x10. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The sales rep confirmed that the devices and additional information required to conduct an investigation would not be provided by the hospital. Therefore, the event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided.